Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 53 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy the needle; a root cause could not be determined. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.